Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high out-of-range pace impedance measurements greater than 3000 ohms and intermittent over/undersensing. Patient was not dependent so while there was some brief periods of inhibition it didn't result in pauses. Lead fracture was suspected. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).